Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure, when the introducer was inserted into the patient and placed in the heart, air entered while blood was being aspirated from the sideport with the syringe. Multiple aspiration attempts were made with no resolution. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the device.